Event description:
It was reported that an ilet bionic pancreas was dropped, the screen cracked, and the touchscreen menu button became nonfunctional, after which the patient switched to backup therapy and a replacement was arranged. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of event details, confirmation of device function impact, and coordination for device return. Investigation of this case revealed physical damage to the display assembly consistent with accidental drop and a resulting user interface failure, with no evidence of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.